Event description:
It was reported that aortic dissection occurred. Vascular access was obtained via a transfemoral approach. A lotus introducer was placed. A 25mm lotus edge valve was deployed to treat the native aortic valve. Following multiple recapture and redeployment attempts, a leak was noted. The 25mm lotus edge valve was removed and exchanged for a 27mm lotus edge valve. During repositioning of the 27mm lotus edge valve, a dissection was noted from the valve frame to the ascending and descending artery. The patient went to heart and vascular surgery where a 26mm non-bsc valve was implanted. At the time of reporting, the patient is in critical care.

Event description:
It was reported that aortic dissection occurred. Vascular access was obtained via a transfemoral approach. A lotus introducer was placed. A 25mm lotus edge valve was deployed to treat the native aortic valve. Following multiple recapture and redeployment attempts, a leak was noted. The 25mm lotus edge valve was removed and exchanged for a 27mm lotus edge valve. During repositioning of the 27mm lotus edge valve, a dissection was noted from the valve frame to the ascending and descending artery. The patient went to heart and vascular surgery where a 26mm non-bsc valve was implanted. At the time of reporting, the patient is in critical care. It was further reported that the patient was discharged in good health post aortic repair and placement of the surgical valve.

Manufacturer narrative:
B5 describe event or problem - updated.